Event description:
It was reported that lead fracture and externalized conductors were observed via cinefluoroscopy. No action was taken, and the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.